Manufacturer narrative:
According to the info provided, the lvad pump will not be returning for eval. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). Info was provided to the manufacturer through their device tracking system indicating that the pt expired. The cause of expiration was noted as "cardiac arrest." Info provided approximately 22 days later indicated that the pt was found down at home and the pump was working. The site reported that they do not have a cause of death and no autopsy was requested. The pt had been having a little increased right sided heart failure over the last few months but nothing too significant. The site reported that there didn't appear to be any pump problems and it was working as intended.

Manufacturer narrative:
The manufacturer was unable to conduct an investigation of the explanted device because it was not returned by the hospital. A review of the device history record revealed the device met applicable specifications. Based on the information available and due to the device not being returned for analysis, no conclusion can be drawn as to the cause of this event. No further information is available at this time. The manufacturer is closing its file on this event.